Event description:
The pt was undergoing an angiogram of left leg for an occluded left sfa in-stent thrombosis. Under ultrasound guidance, the right common femoral was accessed. A 6-french sheat was placed. We gave heparin. We got sheath up and over, we got a wire across the occlusion. We exchanged it for a viper wire. We did atherectomy followed by balloon angioplasty of the sfa. We then ballooned the peroneal artery with a 3 x 220 balloon. Completion angiogram with selective result again, noted when the balloon was being backed out of the peroneal, the tip of the viper wire was in a distal and a collateral on the distal portion of the peroneal, which was a very small collateral, the wire tip sheared off for some reason, but it was not obstructing the main lumen of the peroneal artery. There was good flow to the foot. We elected not to retrieve it because it would not affect anything. FDA safety report ID# (B)(4).